Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured. The physician attempted to cross the moderately calcified ramus lesion with a taxus 2.5/12 mm stent, but was unsuccesful. He removed the stent and delivery device and predilated the lesion with the maverick2 monorail 12/2.0 mm balloon. The maverick2 monorail balloon was successfully inflated to 8 atms on the initial inflation, but ruptured at 8-10 atms on the second inflation. The patient was asymptomatic during this event. The maverick2 monorail 12/2.0 mm balloon was removed and replaced with a voyager 12/2.5 mm balloon, but it would not cross. At this point the physician decided not to continue with intervention in the ramus, but went on to treat other vessels. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.